Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) indicated that the patient had a post implant infection. The patient returned to the clinic for a wound check following surgery and incision noted to be swollen, red, and slight drainage. There was a full system explanted done on (B)(6) 2015. On (B)(6) 2015 the rep reported that per doctor the patient was doing well post explant. Other relevant medical history includes spinal pain and chronic low back pain. If additional information is received, a follow-up report will be sent.